Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 1.1.6. Smartphone operating system: 18.3. Smartphone hardware: iphone14.6. Cgm sensor type: g6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient felt pain when the cannula inserted and the needle did not retract as intended. Patient removed the pod and confirmed the needle was still visible. No adverse patient impact was reported.

Manufacturer narrative:
The pod arrived partially deployed, with the pink slide insert visible through the top housing window and the formed needle extended past the bottom housing window. The linkage assembly was fully retracted. Upon removal of the top housing, damage was observed on the slide retract, and the formed needle was unseated from the slide retract. No timeouts or drive stalls were observed. The pod generated an 0x1c alarm indicating pump has reached the pump expiration time. The incorrectly installed hard cannula can be confirmed as the root cause of the reported event. The investigation found the distal tip of the soft cannula to be damaged at the cross drill. Fluid path testing found this damage to compromise the pods fluid path. The cause and timing of damage to the soft cannula could not be determined.